Manufacturer narrative:
H3 other text : device evaluated by customer.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging. There was no patient harm reported.